Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "keep saying reload air in line" was reproduced as a reload set at the air detector. A review of the event history log revealed "reload set!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as reload set. The cause of the condition was the ultrasonic sensor values out of specification. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had kept saying reload air in line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.